Manufacturer narrative:
The device history record for the lot number, aa4335v02, involved in this complaint was reviewed and the material was produced according to the manufacturing procedures and met the quality requirements. One sample device was returned. The original packaging was not returned with the device. The product did not contain a lot number identification. The cuff had a large, jagged tear on the side aligned with the depth markers on the endotracheal tube. The length of the tear measures approximately 2.5cm. The proximal and distal cuff collars were not compromised and remain securely attached to the tube. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that a halyard health product is defective or caused serious injury.

Manufacturer narrative:
(B)(4). Upon completion of the investigation; a follow-up report will be filed. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as (B)(4).

Event description:
It was reported that cuff was observed to be compromised/tore on a patient that was on a ventilator for 3-4 days. The patient had to be extubated and was not injured. Additional information was received on (B)(6) 2015 stating that the patient was re-intubated.